Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder, endometriosis, fibroids, adhesion, uterine leiomyoma, menopause flushing, follicular cyst of ovary, obesity, osteoarthritis, hypercholesterolemia, high cholesterol, hemorrhoids, urinary tract infection nos and loop electrosurgical excision procedure. Concurrent conditions included diabetes. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), allergy to metals ("nickel sensitivity"), sexual dysfunction ("sexual dysfunction"), dyspareunia ("inability to have intercourse without pain"), arthralgia ("couldn't exercise without pain") and dyschezia ("couldn't move my bowels without pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, infection, allergy to metals, weight increased, sexual dysfunction, dyspareunia, arthralgia and dyschezia outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, dyschezia, dyspareunia, infection, pelvic pain, sexual dysfunction and weight increased to be related to essure (ess205). The reporter commented: first, the left ostium was visualized and the essure instrument was threaded in without difficulty.following the procedure, three coils were noted in the corneal region. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: quality safety evaluation of ptc (product technical complaints). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder, endometriosis, fibroids, adhesion, uterine leiomyoma, menopause flushing, follicular cyst of ovary, obesity, osteoarthritis, hypercholesterolemia, high cholesterol, hemorrhoids, urinary tract infection nos and loop electrosurgical excision procedure. Concurrent conditions included diabetes. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), allergy to metals ("nickel sensitivity"), sexual dysfunction ("sexual dysfunction"), dyspareunia ("inability to have intercourse without pain"), arthralgia ("couldn't exercise without pain") and dyschezia ("couldn't move my bowels without pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, infection, allergy to metals, weight increased, sexual dysfunction, dyspareunia, arthralgia and dyschezia outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, dyschezia, dyspareunia, infection, pelvic pain, sexual dysfunction and weight increased to be related to essure (ess205). The reporter commented: first, the left ostium was visualized and the essure instrument was threaded in without difficulty. Following the procedure, three coils were noted in the corneal region. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.